Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was dropped into a puddle, causing screen separation and water ingress, after which the device would not unlock or allow meal announcements, and a replacement was shipped while the original was pending return. Symptoms included no adverse clinical effects reported. Outcomes included interruption of pump use with continued cgm use on the dexcom app or receiver. Investigation included review of the event history and return logistics, with planned physical evaluation upon receipt. Investigation of this case revealed device damage consistent with liquid intrusion and mechanical screen separation affecting the display and user interface. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical and liquid damage unrelated to device manufacturing or design.